Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w (B)(4). Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: low battery life and power error. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that multiple batt out limit alarms were recorded on (B)(6) 2021 at 06:20:02 though (B)(6) 2021 18:33:53 hour. A total of 6 batt out limits were recorded. Unit may have had an intermittent failure not detected during our testing. Proceed it with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms, power error or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. However, the power management graph indicated abnormal behavior of unloaded vaa voltage. Unit may have had in intermittent failure of vaa voltage that might of trigger an intermittent low battery life. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. However, corroded on the battery tube power board and corroded battery tube were noted during visual inspection. In conclusion no low battery alarms, power error or unexpected battery power loss noted during download review or during testing. However, corroded on battery tube and corroded battery power board noted during visual inspection. (B)(4).